Event description:
Boston scientific crm received information that this lead had dislodged on several occasions since initial implant about one month ago. This event is the second revision that has occurred on this lead due to dislodgement, so the physician opted to use a new lead. A new lead was implanted and to date, no adverse patient effects have been reported.